Event description:
Additional information received from a healthcare provider via a clinical study reported the motor stall occurred on (B)(6) 2013 at 08:27 and recovered the same day at 08:52. The patient's baseline weight was listed as (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported multiple motor stalls were identified on interrogation on (B)(6) 2013. Records did not indicate imaging had been done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid and bupivacaine at concentrations of 20.0 mg/ml, 10.0 mg/ml and doses of 8.406 mg/day, 4.203 mg/day via an implanted pump. The indication for use was non-malignant pain. It was reported the pump was interrogated on (B)(6) 2013 and the logs revealed a pump motor stall and recovery on (B)(6) 2013. It was indicated the motor stall and recovery were related to the device or therapy. No actions were taken and the stalls resolved without sequelae on (B)(6) 2013. No further complications anticipated.